Manufacturer narrative:
Additional information will be provided upon further evaluation of the event details.

Event description:
It was reported that a bak/l cage backed out postoperatively. The patient was implanted with bak/l unilaterally at l5-s1 on the right side. Postoperative lateral and ap x-ray imaging taken approximately five weeks after implantation revealed that the interbody backed out of the l5-s1 interspace. No revision surgery has occurred or is scheduled at this time.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, analysis of device records could not be performed as the lot number is unknown. Review of all provided information concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.